Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call that the insulin pump was over delivering because the customer states insulin pump feeding too much insulin. The customer¿s blood glucose level was 199 mg/dl, they changed the reservoir, blood glucose level dropped to 55 mg/dl, they drank a coke and a sausage biscuit to treat high , blood glucose level went down to 99 mg/dl from 333 mg/dl. Customer states reservoir icon was red, customer had not been rewinding the insulin pump when changing out the set. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.